Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. It also indicated there was inappropriate anti-tachyarrythmia pacing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing for several episodes that were t-wave oversensing. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the r-wave amplitude had decreased. Some reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.